Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) dropped to 37 mg/dl due to an overcorrection. Juice, carbohydrates and protein were consumed to address the low bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.